Manufacturer narrative:
B5: it was further reported that the event occurred during infusion and that the test did not complete. There was patient involvement. One device was returned for analysis. Visual inspection found contamination on the main board and downstream occlusion seal. A functional test was performed and the reported issue was not duplicated although history log confirmed. The cause of the reported issue was unknown. As a result, the main board and downstream occlusion sensor were replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an empty tubing alarm issue. There was unknown patient involvement, and unknown patient harm/adverse event reported.